Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on october 16, 2023. It was reported that, on october 16, 2023, the peg tube became dislodged due to defect in the cuff. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated.